Event description:
Account states that some of their pt creatinine samples are failing delta checks. The sample that failed were not reported due to the delta check flag. The field service rep. Repaired the instrument by adjusting the work statins.